Event description:
The following info was reported to kci by the nurse: the physician allegedly stapled a foreign material alleged to be v.a.c. Granufoam dressing to "good" skin. On (B)(6) 2013, the following info was reported to kci by the nurse: on (B)(6) 2013, she observed a foreign material alleged to be v.a.c. Granufoam dressing stapled to patient's healthy skin. The nurse stated the patient was sent to the emergency room, and the physician removed the staples. The nurse stated that the foreign material was not adhered to the wound, and it was easily removed once the staples were removed. The pt continued to receive v.a.c therapy.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling, available in print and online, states: v.a.c. Foam dressing are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing eval of the wound condition and the patient's clinical presentation, rather than a fixed schedule.